Manufacturer narrative:
A device history record (DHR) review was conducted. No anomalies were found based on the DHR review. No additional investigation is required based on DHR review. A complaint history examination indicates that this is the nineteenth complaint received against the components of the reported final lot. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described. An internal investigation has been opened to address this issue. (B)(4).

Manufacturer narrative:
A investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported leaking trocar valves during a vitreoretinal procedure. There was no patient impact or harm. A product sample was not retained. Additional information has been requested.

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed.(B)(4)